Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine plus¿ pen needle would not deliver medication. This occurred on 20 occasions during use. The following information was provided by the initial reporter: the patient reported that sometimes drug didn't come out.

Manufacturer narrative:
H.6. Investigation: one hundred seventy two open 32g x 4mm pen needle samples along with three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on all one hundred and seventy two samples and photos and a bent non patient end of cannula was observed on nineteen samples. A broken non patient end of cannula was observed on one sample. A clog test was carried out on the remaining one hundred and fifty two samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that bd micro-fine plus¿ pen needle would not deliver medication. This occurred on 20 occasions during use. The following information was provided by the initial reporter: the patient reported that sometimes drug didn't come out.